Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured (B)(6) after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 15 cfu comprised of the following 8 isolates: (B)(6) rods, bacillus simplex, (B)(6) cocci, bacillus amyloliquefaciens, (B)(6) rods, (B)(6), (B)(6) rods, bacillus halosaccharovorans, (B)(6) rods, bacillus idriensis, (B)(6) cocci, (B)(6), (B)(6) rods, bacillus halosaccharovorans, (B)(6) cocci, moraxella osloensis. The duodenoscope was returned to pentax medical for evaluation.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Evaluations codes: method codes: actual device evaluated FDA 10. Results codes: wear problem FDA 140. Conclusion codes: device repaired and returned FDA 63.

Event description:
On 03/15/2018 pentax of america, inc(pai) customer service issued a RMA number (B)(4) for the duodenoscope to be returned to pentax medical for evaluation. On 03/26/2018 the duodenoscope was inspected by a pai technician under the service order number 3109107. The pentax medical service inspection findings included the following: insertion tube gauge/dig at stage 1. Air/water socket cylinder o-ring chipped. Air/water delivery function air mixed with water deliver. Passed wet/dry leak test. Suction tube mild resistance. After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 04/24/2018 under the reference delivery number (B)(4). On 05/18/2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, however it failed during final inspection (angle part indentation). It was reworked where angle wire readjustment was done and it passed all required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax model ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 12/13/2012. Corrective action (B)(4), was initiated on 04/10/2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.